Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not on bus. A field service engineer found that the drawer 4.2 was not detected, though lights were normal. Shut down the station, reseated all drawer cables, and restarted and tested in hardware test application (hta). After restarting the application, the customer was able to access the drawer without issues. The system functioned as intended after the field service engineer repaired the device.